Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient received a notification on his dexcom app indicating that the sensor needed to be replaced, and his insulin pump stopped delivering insulin. After removing the sensor, he noted bleeding at the needle puncture site. He cleaned the area and subsequently noticed localized soreness at the site. The patient tolerated the discomfort and did not contact his physician or use any self-medication at that time. He decided to have the site evaluated three days later during a previously scheduled appointment with his primary care physician. During the visit, the physician examined the insertion site. Although no diagnostic testing or specific treatment was performed for the skin reaction, the area was noted to be infected. As a result, the physician prescribed an oral antibiotic azithromycin 500mg for 7 days, and the patient was discharged home the same day. At the time of the report, the patient confirmed that he is doing well, and the area where the infection occurred is healing. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.